Event description:
It was reported the top and bottom cases separate at the lower end of the epg (external pulse generator). The epg was returned for repair. The epg was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that both bail covers and ring cover were broken, one case screw was missing, the battery contacts were compressed and both bails and ring were missing.